Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device showed that on (B)(6)2010 at 03:50:34 the device recorded a critical ram parity error power-on-reset.

Event description:
Por (power on reset) was observed during device check. Patient was symptomatic with vvi 65 behavior. Device remains in use. No patient complications have been reported as a result of this event.